Manufacturer narrative:
As received, the device was above elective replacement indicator (eri). Premature depletion was not confirmed by analysis. Longevity analysis found the battery depletion to be within overall longevity. Device image and session record were reviewed by clinical engineer and the recorded battery performance alert (bpa) was determined to be invalid.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was asymptomatic throughout.